Event description:
It was reported that the stent delivery system was entrapped with the embolic protection device (epd) system, which led to the displacement of the stent. As a result, an additional stent was required. An 8.0-36 mm carotid wallstent was selected for use with a non-boston scientific (bsc) epd. After successful stent deployment, it was noted that the delivery system could not be retrieved, as the epd system and the stent delivery system were stuck together. Both the stent delivery system and the epd system were removed together as a unit which led to the displacement of the stent. A second stent was used to cover the lesion and the procedure was completed. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 8.0-36 mm carotid wallstent was received for analysis. The device was received sheathed with the stent already deployed from the delivery system and the customers guidewire removed from the device. The deployed stent and customers guidewire were not returned for analysis. A visual and tactile examination identified damage to the sheath located at the exit port. It was unable to advance a boston scientific 0.014 inch (0.36mm) guidewire onto this device while the device was sheathed due to the damage noted to the outer sheath, therefore the guidewire issue could not be confirmed. The stent displacement could not be confirmed. E1 -(B)(6).

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 8.0-36 mm carotid wallstent was received for analysis. The device was received sheathed with the stent already deployed from the delivery system and the customers guidewire removed from the device. The deployed stent and customers guidewire were not returned for analysis. A visual and tactile examination identified damage to the sheath located at the exit port. It was unable to advance a boston scientific 0.014 inch (0.36mm) guidewire onto this device while the device was sheathed due to the damage noted to the outer sheath, therefore the guidewire issue could not be confirmed. The stent displacement could not be confirmed. E1 - (B)(6).

Event description:
It was reported that the stent delivery system was entrapped with the embolic protection device (epd) system, which led to the displacement of the stent. As a result, an additional stent was required. An 8.0-36 mm carotid wallstent was selected for use with a non-boston scientific (bsc) epd. After successful stent deployment, it was noted that the delivery system could not be retrieved, as the epd system and the stent delivery system were stuck together. Both the stent delivery system and the epd system were removed together as a unit which led to the displacement of the stent. A second stent was used to cover the lesion and the procedure was completed. There were no patient complications, and the patient was stable post procedure.

Event description:
It was reported that the stent delivery system was entrapped with the embolic protection device (epd) system, which led to the displacement of the stent. As a result, an additional stent was required. An 8.0-36 mm carotid wallstent was selected for use with a non-boston scientific (bsc) epd. After successful stent deployment, it was noted that the delivery system could not be retrieved, as the epd system and the stent delivery system were stuck together. Both the stent delivery system and the epd system were removed together as a unit which led to the displacement of the stent. A second stent was used to cover the lesion and the procedure was completed. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
(B)(6).